Manufacturer narrative:
Event date not provided. Therefore, 05/13/2025 was used as an approximate date. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence due to suspected atrophy. Troubleshooting was performed in office, and was unsuccessful; therefore, the aus was removed and replaced. No additional patient complications were reported.